Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angulation was out of standard values, the probe cover was damaged, the insertion tube was buckled, the distal sheath was worn out, the keytop one was perforated, the scope cover was cracked and there was chemical residue present. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the jet channel was clogged by organic residues. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing steps didn¿t deviate from the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.